Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. The patient reported that they were having issues with the handset and communicator connecting to the pump. The patient stated they were seeing a system error code 0x4ea5676d; service code 518. The patient stated they had also noticed when trying to connect it gets stuck at 90% and takes a long time to connect. The patient mentioned they had issues previously and then again on the 17th so they called the medtronic representative (rep) who told them to call patient services. Agent walked patient through restarting the handset. Agent walked patient through clearing the data. They confirmed they were able to successfully connect quickly and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed best practice to always close app and power handset off completely between use.